Event description:
The device was evaluated in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. There is no allegation of serious or permanent harm or injury. The device was not documented to be in patient use. During the evaluation of the trilogy 200 ventilator, international device, at a third-party service center the device was visually inspected and found evidence of foam degradation. During the evaluation, foam particles were observed. The blower foam was replaced to address the issue. The device's operating software was upgraded and the device passed final test.

Manufacturer narrative:
MDR report 2518422-2026-008733 is a duplicate of MDR report MDR 2518422-2024-09866. MDR report 2518422-2026-008733 was filed for the same issue previously reported 02/27/2024 on MDR report MDR 2518422-2024-09866. This report serves as a correction